Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: author.

Event description:
Article reviewed entitled "the polished tri-tapered stem for cement-in-cement revision hip arthoplasty, a reliable and reproducible technique?" Was reviewed on (B)(6) 2018. Thirty four patients with cemented c-stems. Implanted between (B)(6) 2000-(B)(6) 2006. All 34 patients had c-stems implanted. All 34 patients had competitor cement used. All 34 patients had an unknown depuy femoral head. Unknown acetabular liner/cup were used on the 34 patients. Adverse events of study that pertain to the depuy implants: 1 patient with dislocation/osteolysis; 3 patients intra-operative femoral fractures.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.